Event description:
A customer reported receiving erratic readings on her adc blood glucose meter. The customer reported receiving readings of 166 mg/dl, 83 mg/dl, 173 mg/dl, 179 mg/dl, 170 mg/dl and 28 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. As a result of this issue, the customer reported experiencing symptoms of "bad headache, nausea, panic attack." No self-treatment or third-party medical intervention was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Some of the reported readings were found in the meter's memory but not within 10 minutes. In addition, this report serves as a correction to follow-up #1 report. Evaluation codes method was inadvertently omitted from the report.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1263748) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.